Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis on (B)(6) 2018 with blood glucose of 698 mg/dl. The customer's current blood glucose was 105 mg/dl. Customer¿s other blood glucose level are 300,400 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose . Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated by with insulin pump. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.